Event description:
On (B)(6) 2013, our affiliate in (B)(6) was notified by an eye care provider who reported a corneal abscess treated with antibiotics. Additional information received states the abscess was os and 1mm in diameter. Treatment was with vicanox q2h. No other information is available. Eleven sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One edge chip was observed. The solution was also tested. The ph and conductivity were within specification. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b00fbks was manufactured under normal conditions.

Manufacturer narrative:
If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.